Manufacturer narrative:
Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Critical random access memory parity error was logged on 2012 (B)(4). The power on reset (por) severity was considered low as the device should be able to recover fully after the rest.

Event description:
It was reported that the implantable pulse generator (ipg) had a power on rest (por). No parameters were changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.